Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to start rfa for liver cancer, the device needle was difficult to connect to the generator even though the needle was connected to the generator the temperature was not indicated. The needle was disconnected from the generator and connected again and the temperature was indicated fine. Therefore, the procedure was continued. However, error was indicated before starting ablation (detail of the error not available). During procedure, the patient felt pain more than usual, and also temperature of temperature probe seemed different from usual. Ablation was started at 40w, but the patient felt pain, and ablation was stopped in 2 minutes. The temperature at this time was 82c. Additional 1 and half minutes of ablation was made but still the patient felt bad pain. The temperature was 92c. There was no roll-off at this time. 2 minutes later, roll-off occurred. The temperature was 79c and the procedure was completed. The patient felt pain stronger than usual, also the temperature increased faster than usual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.